Event description:
A physician reported following implantation of intraocular lens, after activating the device, the doctor removed his finger from the button, but the plunger continued to move and the doctor barely had time to insert the nose into the incision with no patient harm. Additional information has been requested and received with updated event details and patient details.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).